Event description:
Major pump unit(s) involved: blood pump; drive unit failureadditional text: bearing wear; red heart alarms... Pump stopped prior to arriving to hospital and pt hand pumpedspecific component(s) involved: pump drive unit malfunctionadditional text: pump stopped and pt hand pumped and was placed on pneumatic driver w/sv limiterother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :type: lvad

Event description:
Major pump unit(s) involved: blood pump, drive unit failure. Specific component(s) involved: pump drive unit malfunction.